Event description:
Reporter stated that pt attempted to test blood glucose, on the aviva system, but was unable to perform a successful test. Reporter noted that the meter did not detect when blood was applied to the test strip. Because pt was unable to obtain a blood glucose result, he neither ate, nor drank, nor took medications. Seven or more hours later, pt was found unconscious, by spouse. Emergency medical services were summoned and, upon their arrival, patient's blood glucose measured 1.0 mmol/l (on paramedics' meter). Pt was reportedly treated with 2 "glucose injections." Reporter stated that pt regained consciousness and was given milk with added sugar. Pt was reportedly transported to hospital; however, no additional treatment was reported. The manufacturer requested the return of the suspect device for eval.

Manufacturer narrative:
The event occurred in the another country.